Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump display was not working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) installed the roller pump display to pump board cable into a lab use only (luo) roller pump and powered it on. The pst did not observe any anomalies. The roller pump display functioned as it should. It was determined that the roller pump display cable met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: h3 and h6 the field service representative was unable to duplicate the reported issue as the pump was working properly. As a precaution, he replaced the display to pump board ribbon cable to ensure it was not causing an intermittent issue due to a bad connection. The unit operated to the manufacturer's specifications.